Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the hickman catheter was confirmed, and the cause appears to have occurred through use of the device. A 10fr d/l leonard catheter was returned for investigation. A visual observation of the returned sample revealed that the d/l tubing extended 21.9cm from the distal end of the cuff. A 1.0cm longitudinal breach in the tubing was observed in the extension leg with the red connector distal to the clamping oversleeve. The distal end of the breach was curved. A tactual investigation revealed slight weakening in the section of tubing distal to the clamping sleeve. The characteristics of the split in the tubing are consistent with a burst due to over pressurization. This appears to be use related damage. A syringe smaller than 10 ml should not be used to flush or confirm patency. Patency should be assessed with a 10 ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the dose. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes.

Event description:
It was reported by the facility via medwatch that the patient had a hickman catheter placed in the right upper chest per vascular surgery in 2017. It was stated that when flushing the red capped lumen with 10 ml sterile ns flush, after unclamping the clamp, the line blew, tearing open.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huzc0285 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility via medwatch that the patient had a hickman catheter placed in the right upper chest per vascular surgery in 2017. It was stated that when flushing the red capped lumen with 10 ml sterile ns flush, after unclamping the clamp, the line blew, tearing open.